Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a chemoclave® vented vial spike, with leakage at the junction between the blue part of the two-way valve and the white base of the adapter. There was no reported patient involvement.